Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a syncopal episode and was admitted to the hospital. There was noise found on the electrogram which inhibited pacing for an unknown duration. The pacing impedance measurements were within normal limits. A revision procedure will be scheduled in the near future and the lead will be explanted as a lead fracture is suspected.

Event description:
Additional information indicated that a revision procedure was performed. This lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
If additional information is received, this report will be updated.